Manufacturer narrative:
H3 - device evaluated by manufacturer: the needle passed the resistance and hipot electrical tests. The needle failed to operate at thaw mode when tested with a visual ice system. Disassembly of the device to examine the heater component found damage on the insulation of the heater (resistance) wire. Damage to the resistance wire insulation layer on the heater can lead to the intermittent current leakage. It is possible that this needle caused or contributed to the reported complaint. Muscle stimulation can occur when current flows through the patient tissue or via another needle due to poor needle grounding.

Event description:
It was reported that muscle stimulation occurred. An icerod cx 90 degree needle was selected for use during a cryoablation procedure to treat a percutaneous right renal mass. The needle was tested prior to use with no issues were detected. After initial placement of the needle 'stick freeze' mode was turned off and the channel was switched to 100% (first ablation cycle). Immediately upon starting the first ablation cycle, the patient shot up off the table and yelled. A rhythmic, involuntary muscle twitching at the site of the needle was noted during the first minute of the freeze cycle. Due to the event, it was decided to pause the procedure and replace the suspected needle causing this issue. After stopping the treatment, the identified needle was replaced with a new icerod cx 90 degree needle with no further incident. The procedure was completed and no patient injury was reported.

Event description:
It was reported that muscle stimulation occurred. An icerod cx 90 degree needle was selected for use during a cryoablation procedure to treat a percutaneous right renal mass. The needle was tested prior to use with no issues were detected. After initial placement of the needle 'stick freeze' mode was turned off and the channel was switched to 100% (first ablation cycle). Immediately upon starting the first ablation cycle, the patient shot up off the table and yelled. A rhythmic, involuntary muscle twitching at the site of the needle was noted during the first minute of the freeze cycle. Due to the event, it was decided to pause the procedure and replace the suspected needle causing this issue. After stopping the treatment, the identified needle was replaced with a new icerod cx 90 degree needle with no further incident. The procedure was completed and no patient injury was reported.